Event description:
It was reported that the customer delivered two additional manual boluses. The customer's blood glucose (bg) level subsequently decreased to 52 mg/dl. Customer consumed trail mix and apple juice to address bg. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.